Event description:
The patient reported that the buttons of the infusion device do not work, no physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.